Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture positive for klebsiella in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer. On an unknown date in (B)(6) 2010, the patient experienced peritonitis. In (B)(6) 2010, the patient was hospitalized, then discharged on same day. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date, the patient recovered from the event of peritonitis. Dianeal therapy was ongoing. The consumer did not provide a causality assessment for the event of peritonitis. Follow up information (11may2011): follow-up information received by a nurse. Adverse event, reporter information, causality, and suspect product were added or revised. The event of peritonitis was revised to peritonitis with culture positive for klebsiella. A nurse has medically confirmed the report. On (B)(6) 2010, the patient was diagnosed with peritonitis and pd culture was done. On an unreported date in (B)(6) 2010, the patient was hospitalized for peritonitis. The pd catheter was removed and the patient was switched to hemodialysis. On an unreported date in (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering from peritonitis. On (B)(6) 2011, pd therapy restarted. The patient received hemodialysis every few days to assist with fluid removal. Per the nurse, the peritonitis with culture positive for klebsiella was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10i10099, h10h16015) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.